Manufacturer narrative:
(B)(4). The device was not returned for evaluation so abbott vascular (av) was unable to confirm the reported stopcock leak. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, when attempting to pressurize, the indeflator will not hold pressure. It was noted that there was contrast leaking from the stopcock. The stopcock was exchanged for a new one and there was no leak noted and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.